Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several non sustained right ventricular oversensing episodes were observed on the device. The oversensing events were dated (B)(6) 2019 and were observed (B)(6) 2019. Other parameters such as a slight increase in left ventricular capture threshold, some non capture and double counting which the physician believed were not an issue but due to latency whereby an electrical pulse was delivered but there was a delay in capture was noted and programming changes were made. The egm observations were thought to be related to the patient's drug history although not conclusive. The patient was asymptomatic and there were no patient consequences. Information was later received indicating the patient was admitted (B)(6) 2019 in a coma for drug abuse issues unrelated to the device. The device was turned off and the patient was deceased (B)(6) 2019.